Manufacturer narrative:
Initial reporter occupation: sr. Global post market surveillance specialist. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: this is the 25th complaint for the lot # 9077703 for the same defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that 2 bd precisionglide¿ needle 26g x 3/8 in experienced clogged/blocked needles prior to use. The following information was provided by the initial reporter: material no: 305110 batch no: 9077703. Caller reported not being able to draw insulin into the syringe. Number of occurrences 2. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Did issue cause any injury? No. Did customer require medical intervention? No.